Event description:
Implant time = 2 weeks. Battery and lead telemetry of programming device indicated that the atrial lead had a resistance of <200 ohms. This indicated the possibility of a loss of insulation integrity. A second procedure was necessary to investigate and correct the low impedance value. During the procedure the lead was tested using the pacing system analyzer (psa) and found to have acceptable values. The lead and generator were connected again and a batt/lead telemetry performed. Again a resistance of <200 ohms was indicated. The atrial lead was removed and another was implanted with acceptable values, using the psa for the measurements. The newly implanted lead was connected to the generator and another batt/lead telemetry was conducted. Again, a resistance of <200 ohms was indicated. The generator was explanted and replaced with another batt/lead telemetry was performed, indicating values similar to those measured by the psa.

Manufacturer narrative:
This unit was inspected visually and there was no deviation found. The unit was subjected to a complete final acceptance test and it passed this test without any deviation from specification. Co has put this pacemaker in a saline solution to evaluate possible leakage paths in the area of the plastic header of the pacemaker: still all reuslts are within specification. This pacemaker is not defective.